Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 3.0x38 mm esprit btk scaffold was implanted in the left proximal posterior tibial artery (pta). On (B)(6) 2025, the patient had a lower limb angiogram as a part of standard of care. A near complete occlusion of the proximal pta (index study lesion) was noted. Given the risk of distal embolization with attempting to recanalize the proximal pta, the physician elected not to treat. The condition is ongoing.